Event description:
It was reported that vessel dissection occurred. A 2.50 x 16mm synergy xd drug eluting stent was advanced to treat the lesion and angioplasty was performed. Further pre-dilation was done however, the stent unable to cross the lesion and lost wire placement and a dissection was noted. The procedure was completed using another of the same device. No further patient complications reported.